Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with low impedance on the right atrial lead. No resolution was performed and the patient was stable.

Event description:
It was reported that the patient presented for lead revision. The atrial lead was capped and replaced on (B)(6) 2019 for noise and low impedance. Patient was discharged and has not been seen in clinic post procedure.